Manufacturer narrative:
Additional information received on 12 jun 2018, the patient's mother reported the first hospitalization was in (B)(6) for 2 weeks (exact dates unknown) and the second hospitalization was 2 weeks after the first (exact dates unknown). While in the hospital the pod was removed and the patient was switched to manual insulin injections. The hospital also performed blood tests and oxygen level tests. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Diabetes specialist nurse reported that patient was hospitalized twice (see also (B)(6)) in the past due to high blood glucose (bg) readings and ketones. Treatment is unknown. No further information is available at this time.